Manufacturer narrative:
H10: the unit passed patient circuit calibration and performance check. Performed a 2k pm as per service manual, to verify calibrations and unit is with in manufacture specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
It was reported to vyaire medical that the 3100a ventilator 'stopped while on a patient'. There was no patient harm reported from this event.